Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where it was found that the transseptal needle would not fit into the dilator. Prior to the procedure, it was found that it took a high amount of pressure to introduce the needle, but that doing so caused damage to the sheath. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint, but no further information has been made available. If a transseptal needle does not navigate in the intended direction and perforates the dilator, there is a potential for cardiac and/or vascular injury. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where it was found that the transseptal needle would not fit into the dilator. The returned device was visually inspected, and pinholes were found on the cannula sheath introducer and on the vessel dilator. Per the reported event, a functional test was performed. The vessel dilator and sheath introducer were compared against the shape masters, and both were found within the specified tolerance zones. In addition, microscopic analysis was performed, and the there was evidence that the punctures could have been caused by transseptal needle insertion. Finally, a catheter was introduced through the sheath introducer. No resistance was felt during the insertion. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the root cause of the punctures could have been caused by transseptal needle insertion. Neither the analysis nor the DHR suggest that the reported failure is related to the manufacturing process.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 11/28/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).